Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue with infusion set on (B)(6) 2024 as the tubing was bent. The patient had to replace the set due to this reason. No further information available.